Event description:
Reporter reported to smiths medical that the system detaches at the syringe while in situ. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
The subassembly in question is manufactured by smiths medical asd. This assembly is incorporated into the finished product by smiths medical international. The finished product is further assembled, packaged, and sterilized by smiths medical international. Samples have been received from the customer; however, smiths has not yet completed its investigation. A f/u MDR will be submitted when the investigation has been completed.